Event description:
It was reported that "alert/notification settings issue" occurred. On (B)(6) 2026, at approximately 5:00 pm, the patient suddenly lost consciousness. The last egv he recalled seeing was in the 130 mg/dl range. His wife observed him pass out and called paramedics. She did not administer any treatment prior to their arrival. When paramedics arrived, the patient¿s blood glucose (bg) measured 36 mg/dl. The egv at that moment was unknown, as the patient regained consciousness during the assessment. The patient¿s wife reported that she did not hear any alert from the receiver; however, the device did display a notification on the screen, showing an egv of 53 mg/dl. The patient was given food on site. After confirming that he was stable and feeling better, paramedics cleared him without transporting him to the hospital. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.